Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. The pump history and trace files were successfully downloaded using thump. No pump error 38 alarms noted during testing and a review of the pump history file shows on 1/12/2023 there were eight (8) pump error 38 alarms (14:14, 14:17, 2x 14:26, 14:27, 14:35, 15:35, and 16:04) that occurred. The pump was paired with a guardian link 3 (gl3) transmitter and test plug. The pump calibrated to the programmed test value (13.3 mmol/l) properly. The pump was monitored for two (2) hours while connected to the transmitter and a test plug. No pairing or pump-to-transmitter communication errors occurred. The pump paired to the minimed mobile app successfully on both android and ios. For each device, programmed and delivered a test bolus and changed the basal rate. The bolus delivery and basal rate change were transmitted to and recorded on the minimed mobile app properly. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The motor was tested outside of the pump on the ngp stb3 and passed. The pump error 38 alarms in the pump history file may have been intermittent failures not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, faded serial number label, and pillowing keypad overlay. Pump error 38 alarm, difficulty pairing the pump to a transmitter/sensor, and the minimed mobile app are not confirmed. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of a no motor movement or negligible movement (pump error 38). It was reported that no communication between pump and transmitter, also no communication from pump to mobile. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.